Manufacturer narrative:
Sientra complaint#: (B)(4). Revision surgery took place however, the device was not explanted or returned for investigation. The revision surgery was only to remove the capsule and not the device. The device was not returned; no device analysis was performed. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right-side capsular contracture baker grade 1 and right-side malposition.